Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cassette not attached error occurred during testing.

Manufacturer narrative:
D9 - date returned to mfg : 8/8/2025. Corrected: d3 - mfg establishment name. One device was returned for analysis. Visual inspection found a peeled (dso) downstream occlusion seal. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was a unknown. Upon further investigation, a peeled (dso) downstream occlusion seal. The downstream occlusion seal was replaced. The software was updated as a precaution. The service history review had no indication that the complaint was related to a service of the device within the review period.